Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had broken cuff and balloon leakage. There was no patient injury. Decannulation/reintubation is not required.